Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during basal delivery. Cause of the occlusion could not be determined. Customer changed the cartridge and infusion set. Blood glucose was 290 mg/dl.